Event description:
The customer reported that the discharge switch on the paddle set failed.

Manufacturer narrative:
The customer reported that the discharge switch on the paddle set failed. The customer was sent a replacement paddle set. Their paddle set will be scrapped at philips. Based on the customer's eval, we are considering this a malfunction of the discharge switch on the paddle set.